Event description:
Boston scientific received information that there was a red alert triggered on this right ventricular (rv) lead for high pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information be received this investigation will be updated.